Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege, patient suffered past and future medical expenses, attorneys fees and costs, pain and suffering, disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, loss of enjoyment of life, emotional distress, metallic and other particulate contamination of the blood and the body, exacerbation of underlying hip joint disorders, internal scarring, and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/30/2015- medical records received. After review of the medical records for MDR reportability, a dor was provided for the right hip. The unknown asr hip is being changed to a femoral implant and an asr cup is also being reported. The complaint was updated on:11/16/2015.